Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they had a low reservoir alarm and when they tried to clear it the screen paused. Customer's blood glucose reading was 59 mg/dl.. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.